Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no non conformances. When the pump was returned to mmdg, the battery connector was found to be loose. This caused the pump to lose power intermittently. The pump was repaired.

Event description:
The initial reporter stated that the pump was shutting down "for no reason". They stated that it would shut off at night and they would have to restart it. Mmdg did follow up with the initial reporter who did not provide any further information. (B)(4).